Event description:
Received info stating customer had loaded 200 units of insulin but could not process to next screen on the pump.

Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A supplemental report will be submitted upon completion of the eval.